Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, after implanting into eye the surgeon rotated the lens several times as it appeared the haptic was stuck onto the optic disc, when it was released the haptic immediately fell back onto the optic disc. Further examination revealed kink or bend in the haptic at the optic junction. The surgeon made the decision to remove and replace the iol. The haptic broke off as soon as the surgeon attempted to remove it from the wound. The remainder of the iol was also removed during initial procedure. An unspecified backup iol was inserted with new cartridge and new introducer with no difficulty or complication. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).